Manufacturer narrative:
As the lens is not currently available for investigation, a proper device analysis could not be completed, or a wrong diopter confirmed. Factors that may or could have contributed to the refractive issue are (but not limited to): incorrect positioning of the lens inside the eye (decentration or lens placed upside down); selection of incorrect iol regarding refractive power; iol properties; patient pathology/ eye characteristics changes that can be caused by previous surgeries. Surgical technique. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that a patient underwent iol operation using a CT lucia 621p on (B)(6) 2024. The hospital predicted a post-surgery result close to 0, but the actual result was around -1.5 myopia, necessitating a lens power exchange. The lens replacement was carried out on (B)(6) 2024.